Event description:
The patient's ((B)(6)) scs system includes a percutaneous lead implanted on (B)(6) 2011. It was reported the patient's therapy coverage was inadequate. It was determined that the lead was implanted too deep. Surgical intervention was undertaken to address this issue, and it was found that the lead was fractured at the anchor site. In an effort to resolve this matter, the patient's lead was replaced. No further issues have been reported.

Manufacturer narrative:
Evaluation: results: as received, inspection of the lead revealed a normal compression mark and a bent area consistent with the distance from the compression mark to the proximal end of a swiftlock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.